Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted. This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not contain a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s. .

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of damaged battery alarm was confirmed during product evaluation. The assignable cause was depleted main batteries. The main batteries were replaced to correct the reported condition. The user interface module software version is 7.01.00. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump was alarming for damaged batteries. It is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.